Event description:
It was reported that the device intermittently turned off. The magnet switch was turned off. The patient could turn the device back on with the patient programmer. Impedances were ok. Additional information has been requested, but was not available as of the date of this report.